Manufacturer narrative:
Address: the full establishment name of the facility is (B)(6) hospital. The subject device was received and evaluated. Device evaluation has confirmed the reported issue of "poor zoom, zoom does not return after zooming in and angle setting)." Device evaluation found malfunction of the zoom noted to be due to external factors. The bending angle found to be insufficient due to the elongation of the angle wire. The play of the angle knob found out of the normal state due to the elongation of the angle wire. The curved rubber bond noted cracked due to external factors. The curved rubber adhesive part noted to be cloudy. The right/left (r/l) knob found to be not securely fixed. Peeling of paint noted on the suction cylinder. Furthermore, device evaluation found foreign matter inside the nozzle. The nozzle noted to be clogged by the foreign matter. In addition, the following findings during inspection were noted on the device: scratches are found on the insertion part corrugated tube due to external factors. Scratches on the up/down (ud) angle fixing lever due to external factors observed. Scratches found on the operation part due to external factors. Scratches found on the right/left (r/l) knob due to external factors. Scratches on the operation unit cover due to external factors observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device had poor zoom (zoom does not return after zooming in and angle setting). The issue found during an unknown event. There was no patient harm; no user injury reported, due to the event. Device evaluation found foreign object inside the nozzle. Foreign matter found clogged inside the nozzle. This report is being submitted for foreign object found inside the device nozzle (handling, insufficient cleaning, reprocessing issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. The scope was not used in a case with the foreign material attached to it. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water. The endoscope was immersed in the detergent solution. The air/water nozzles were wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be established. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.